Event description:
It was reported that patient presented for an implant procedure. It was noted that there was loose or intermittent connection when the right atrial lead was connected to the header of the pacemaker and the lead dislodged. When the physician repositioned the lead, it was unable be to be removed from the set screw of the header. The pacemaker and the lead were not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
Correction: section g2 - the report source should have checked with "distributor".

Manufacturer narrative:
Correction: section h11 - the correct manufacturer narrative should have been "the reported event of unable to loosen the atrial setscrew was confirmed. Analysis revealed epoxy was found in the atrial connector block threads, which resulted in the reported stuck setscrew event. The observed epoxy was caused by a manufacturing anomaly. Actions have been taken to prevent reoccurrence. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities."

Manufacturer narrative:
The reported event of unable to loosen the atrial setscrew was confirmed. Analysis revealed epoxy was found in the atrial connector block threads, which resulted in the reported stuck setscrew event. The observed epoxy was caused by a manufacturing anomaly. Actions have been taken to prevent reoccurrence. The DHR shows all operations as completed.